Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image would go black and the "not connected" icon would appear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and no abnormalities were discovered. The reported fault could not be reproduced; the unit functioned as intended. The spectrum smart cable was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.